Manufacturer narrative:
Investigation results: visual investigation: first the mechanical function of the device was investigated. The movement of the wing- screw was inconspicuous, the arms of the retractor moved slight and without any jamming. In the next step we investigated the surface of tip of the wing- screw and the surface at the opposite arm. The scuff- marks and the wear at the tip of the screw and the wear on the surface of the opposite arm is shown. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: there is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. The wear and the scuff marks on the screw and the arm are signs of wear and tear or mechanical overload. Since the instrument has already been in use for nine years, the actual cause cannot be determined with certainty, but it can be assumed that this is due to wear. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caspar speculum. According to the complaint description fine metal abrasions fell into patient during surgery. The operation field was flushed and vacuumed. An additional medical intervention was necessary. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).